Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator paddle could not be used. There was no patient involvement.

Manufacturer narrative:
.

Event description:
It was clarified by the philips field service engineer (fse) that the customer's issue was the bezel led was not bright.